Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power cable on the system controller was confirmed. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The functional test revealed that the controller cable wires had slightly high resistances. A current leakage test was done on the cables and passed. The cable jacket and shielding of the black power cable was stripped where cut was observed. There was no damage to the underlying wires. A root cause for the cable damage cannot be conclusively determined through this analysis however it should be noted that the manufacture date of the controller is 18 december 2014, the implant date is (B)(6) 2017, and the product life of the controller is a minimum of 3 years from date of first use. During the investigation there was an incidental finding of wire fatigue and fluid ingress in the black power cable device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller was shipped to the customer on 04oct2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8, ¿equipment storage and care¿ and heartmate ii patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the black power cable of the system controller. The patient's controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.